Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding an 8840 programmer. On (B)(6) 2015, the programmer screen went blank; the programmer shut off when updating two different pumps. The programmer ¿flashed¿ a message that the pump was in stopped mode as well. The clinician re-read both pumps and the first one had all the values they were programming in and was not in stopped mode, but with the second one the programmed settings were no longer there. No patient harm was reported. Non-brand batteries were being used in the programmer. The clinic was being sent a new programmer.

Manufacturer narrative:
Analysis of the 8840 revealed no anomalies. The complaint was unverified; however, the front case was replaced due to worn graphics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.